Event description:
It was reported that the programmer powered up to a flashing black screen and that it would not allow any upgraded software to be loaded. It was requested that the programmer be updated with any missing software and that it be upgraded to wireless if possible. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the boot-up time was slow, then the programmer went to a black screen and displayed an error. As a result the printed circuit board was replaced.